Event description:
A discrepant lab comparison. The device results reported were 4.2 and 4.0 inr. The lab result reported was 2.7 inr. The device was replaced and requested to be returned for evaluation.